Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A loaner a (B)(4) was used for a procedure. When they removed the skull clamp from the pt, all the parts fell down without touching the 'plunger". Every nurse and surgeon present is very experienced with the mayfield; therefore, this is not a case of user error because someone was not trained.